Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an order report of oxycodone was failed to show on the station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the low stock did not show. A technical support specialist explained to the customer how low stock notifications are sent via email. Since there was no response from the customer, the case was closed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an order report of oxycodone was failed to show on the station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.